Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the e-100 due to the power button being red. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, and the failure was not confirmed. Additional finding noted not related to the complaint: a crackling sound at startup was coming from the left speaker during the startup tone. When power cycling, the crackling came in and out. No red led on startup occurred during 20 power cycles performed. During the testing with the vessel sealer, the left speaker began to crackle harshly when the energy tone sounded from the unit. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The complaint was confirmed based on the field evaluation, but not during failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the power button of the e-100 became red when booted up. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to reboot the e-100 with the circuit breaker, but the issue persisted. The isi tse explained that the vessel sealer extend (vse) could be used when connected to the integrated electrosurgical unit (iesu) and explained the difference between the e-100 and iesu. The customer continued the surgery. There were no reports of patient injury. Isi followed up and received the following additional information: the system functionality was checked upon powering the system. The system initially powered on without errors.